Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance inserting sensor. Customer's blood glucose was 49 mg/dl. Customer reported that when attempting to insert sensor, the needle hub was stuck in serter and sensor was not inserted and fell off. While customer was receiving assistance, it was noted that customer did not sound well. Customer was not able to continue with assistance and would drink a soda to attempt to bring blood glucose back up. Customer declined further assistance and would call back when feeling better.